Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent high glucose readings on the pump and a fingerstick measured 526 mg/dl after a full supply change, with no reported leaking or cannula kinking observed; the user performed another site change per guidance and elected to monitor for downward trends. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.